Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Digestive gastroscopy center received repair : during use, there was no image. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. Based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that the imaging system was damaged, due to post-manufacturing reasons. But, the facility side requested, a third party to repair it. So, the cause was not identified. The device was repaired by the third party. And returned to the hospital. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 13-jul-2018 under normal conditions. The endoscope was reworked, for filter defect including filter replacement. And passed required inspections. And was released accordingly. Also, there were no concessions. And the dates of approval for shipment and actual date shipped were confirmed for on 13-jul-2018. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.